Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 192 cm., body mass index (bmi) 26.9kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted and jura system pancreaticoduodenectomy surgical procedure. Two days after surgery, prior to discharge, the patient started experiencing dyspnea and required oxygen. A CT scan was done on the same day that showed some pleural effusion (left more than right) and some atelectasis and mucus plugs. No pulmonary embolism was found. Antibiotics were continued, which were already given for 5 days postoperatively, as standard of care. There was no report of prolonged hospitalization. Two days later, oxygen therapy was no longer required and the event was reported as resolved on that date. The index procedure was completed without intraoperative complications; no malfunctions were reported with the da vinci system, its instruments or accessories, or the jura system. Discharged occurred two days after the event was resolved. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the jura system and not related to the da vinci system.